Event description:
It was reported that the patient underwent generator replacement due to near end of service = yes. The physician observed that prior to surgery the patient's generator was delivering low output current. Per explanting facility policy, the explanted generator has been discarded. A review of device history records for the generator shows that no unresolved non-conformances were found. No additional relevant information has been received to date.